Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's left side dbs system is malfunctioning and was replaced on (B)(6) 2018. No out of box failure was reported. No further complications were reported or anticipated with this event.